Event description:
It was reported that a shaft break occurred. A 1.75mm rotalink burr was selected for use. During the procedure, the shaft of the burr was found broken. The device was not used inside the patient when the issue was noted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.